Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician inserted the sphincterotome into the endoscope, when the tip exits out of the endoscope, it is out of shape (incorrect cutting wire orientation). The physician withdrew the sphincterotome and tried again with the same result. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
As part of this complaint investigation, several requests for return of the product for eval have been carried out. We believe the product said to be involved is in the process of being returned for eval. The product has not yet arrived at cook; therefore, a product eval has not yet been performed in response to this report. Once the product has been received a follow up medwatch report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly wa snot observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre curved and is provided with a pre curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use (IFU) contain the following comment: "note: do not apply manual pressure to tip or cutting sire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved styled inside the cannulating tip. The IFU advise the user to uncoil and straighten the sphincterotome upon removing the device from packaging. The user is then instructed to carefully remove the pre curved stylet from the cannulating tip. The IFU contain the following comment: "note: do not exercise handle while device is coiled or pre curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.